Event description:
It was reported that a user experienced hyperglycemia to 274 mg/dl after a meal followed by hypoglycemia to 67 mg/dl, during which the user disconnected the ilet, observed drops from the infusion set, and performed a non-meal ¿meal announcement¿ to test for possible air in the tubing; the user was advised that announcing a meal without eating is not recommended and to use fill tubing when disconnected if drip verification is needed. Symptoms included dry mouth and thirst at the high and no reported symptoms at the low. Outcomes included self-treatment of the low with oral glucose and return of glucose to range without hospitalization. Investigation included troubleshooting and user education on proper use, including disconnecting before fill tubing and reconnecting only after confirming drops. Investigation of this case revealed no confirmed device malfunction, with the cause of the glycemic excursions remaining unclear and potentially related to user actions while testing for drips. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.